Event description:
Huge burn marks on her back [thermal burn] , heat was on the skin to create water retention bubbles around [blister] , burn now had scabs [scab] , . Case narrative:this is a spontaneous report from a contactable consumer (husband) on behalf of his wife. A (B)(6) female patient started to receive thermacare heatwrap (thermacare lower back and hip) small to medium size, device lot number r08729 or ro8729, expiration date jul2019, (B)(4), via an unspecified route of administration from an unspecified date in (B)(6) 2017 at unknown dosage for back pain. The reporter stated his wife did not have medical history and did not take any concomitant medications. The reporter stated it was supposed to be for 16 hours, the product burned his wife's skin on the side of the back, not in the middle. There were huge burn marks on her back and he would like to share the photos if this was needed. She used the product a week or so before the report in (B)(6) 2017. After about 8 or 9 hours after using the heatwrap, she noticed the burns and had to remove the heatwrap because the skin burned significantly. The burn was not a third degree burn, it was a severe burn. Heat was on the skin to create water retention bubbles around it. The burn now had scabs. Treatment for events included burn liquid cooling lotion was applied to the area and left that for the rest of the afternoon, in the evening they put cooling gels on the area. The product was stopped at the moment, but she might use one in the future, however, she had not been to the doctor as of yet and reported device permanently discontinued. She had used this product in the past with no problems. The reporter also had used this product in the past with no problems. Investigations were none and they were seeing the doctor tomorrow. The sample of the product was available to be returned since the husband still had the product. Action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2017. The outcomes of events were unknown. Reporter stated there was a reasonable possibility that the event burns on the side of her back was related to the device. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn" "heat was on the skin to create water retention bubbles around it" "burn now had scabs" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Consumer alleges the wrap caused a burn during use. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria.

Event description:
Event verbatim [preferred term] huge burn marks on her back/heat was on the skin to create water retention bubbles around [burns second degree], burn now had scabs [scab]. Case narrative: this is a spontaneous report from a contactable consumer (husband) on behalf of his wife. A (B)(6) year-old asian female patient started to receive thermacare heatwrap (thermacare lower back & hip) (small to medium size, device lot number r08729, expiration date jul2019, upc number: (B)(4)) from an unspecified date in (B)(6) 2017 for back pain. The reporter stated his wife did not have any relevant medical history and did not take any concomitant medications. The reporter stated it was supposed to be for 16 hours, the product burned his wife's skin on the side of the back, not in the middle. There were huge burn marks on her back and he would like to share the photos if this was needed. She used the product a week or so before the report in (B)(4) 2017. After about 8 or 9 hours after using the heatwrap, she noticed the burns and had to remove the heatwrap because the skin burned significantly. The burn was not a third degree burn, it was a severe burn. Heat was on the skin to create water retention bubbles around it. The burn now had scabs. Treatment for events included application of burn liquid cooling lotion to the area and left for the rest of the afternoon. In the evening they put cooling gels on the area. The product was stopped at the moment, but she might use one in the future; however, she had not been to the doctor as of yet and reported device permanently discontinued. She had used this product in the past with no problems. The reporter also had used this product in the past with no problems. Investigations were none and they were seeing the doctor tomorrow. The sample of the product was available to be returned since the husband still had the product. Action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2017. Clinical outcome of the events was unknown. Reporter stated there was a reasonable possibility that the event burn blister on the side of her back was related to the device. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). Consumer alleges the wrap caused a burn during use. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Additional information has been requested and will be provided as it becomes available. Follow-up (03aug2017): this follow up report is being submitted to amend previously reported information: device lot number is r08729, event burn and blister recoded to burn blister. Follow-up (15sep2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment: based on the information provided, the events of " huge burn marks on her back/heat was on the skin to create water retention bubbles around" and "burn now had scabs" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified., comment: based on the information provided, the events of " huge burn marks on her back/heat was on the skin to create water retention bubbles around" and "burn now had scabs" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified.

Event description:
Event verbatim [preferred term] huge burn marks on her back/heat was on the skin to create water retention bubbles around [burns second degree], burn now had scabs [scab]. Case narrative: this is a spontaneous report from a contactable consumer (husband) on behalf of his wife. A (B)(6) asian female patient started to receive thermacare heatwrap (thermacare lower back & hip) small to medium size, device lot number r08729, expiration date jul2019, upc number: (B)(4), via an unspecified route of administration from an unspecified date in (B)(6) 2017 at unknown dosage for back pain. The reporter stated his wife did not have medical history and did not take any concomitant medications. The reporter stated it was supposed to be for 16 hours, the product burned his wife's skin on the side of the back, not in the middle. There were huge burn marks on her back and he would like to share the photos if this was needed. She used the product a week or so before the report in (B)(6) 2017. After about 8 or 9 hours after using the heatwrap, she noticed the burns and had to remove the heatwrap because the skin burned significantly. The burn was not a third degree burn, it was a severe burn. Heat was on the skin to create water retention bubbles around it. The burn now had scabs. Treatment for events included burn liquid cooling lotion was applied to the area and left that for the rest of the afternoon, in the evening they put cooling gels on the area. The product was stopped at the moment, but she might use one in the future, however, she had not been to the doctor as of yet and reported device permanently discontinued. She had used this product in the past with no problems. The reporter also had used this product in the past with no problems. Investigations were none and they were seeing the doctor tomorrow. The sample of the product was available to be returned since the husband still had the product. Action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2017. The outcomes of events were unknown. Reporter stated there was a reasonable possibility that the event burn blister on the side of her back was related to the device. Additional information has been requested and will be provided as it becomes available. Follow-up (03aug2017): this follow up report is being submitted to amend previously reported information: device lot number is r08729, event burn and blister recoded to burn blister. Company clinical evaluation comment: based on the information provided, the events of "huge burn marks on her back/heat was on the skin to create water retention bubbles around" and "burn now had scabs" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events of "huge burn marks on her back/heat was on the skin to create water retention bubbles around" and "burn now had scabs" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). Consumer alleges the wrap caused a burn during use. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria.

Event description:
Event verbatim [preferred term] huge burn marks on her back/heat was on the skin to create water retention bubbles around [burns second degree] , burn now had scabs [scab] , heat- burn marks are now permanently left on skin [scar] , . Case narrative: this is a spontaneous report from a contactable consumer (husband) on behalf of his wife. A (B)(6) year-old asian female patient started to receive thermacare heatwrap (thermacare lower back & hip) (small to medium size, device lot number r08729, expiration date jul2019, upc number: (B)(4)) from an unspecified date in (B)(6) 2017 for back pain. The reporter stated his wife did not have any relevant medical history and did not take any concomitant medications. The reporter stated it was supposed to be for 16 hours, the product burned his wife's skin on the side of the back, not in the middle. There were huge burn marks on her back and he would like to share the photos if this was needed. She used the product a week or so before the report in (B)(6) 2017. After about 8 or 9 hours after using the heatwrap, she noticed the burns and had to remove the heatwrap because the skin burned significantly. The burn was not a third degree burn, it was a severe burn. Heat was on the skin to create water retention bubbles around it. The burn now had scabs. Treatment for events included application of burn liquid cooling lotion to the area and left for the rest of the afternoon. In the evening they put cooling gels on the area. The product was stopped at the moment, but she might use one in the future; however, she had not been to the doctor as of yet and reported device permanently discontinued. She had used this product in the past with no problems. The reporter also had used this product in the past with no problems. Investigations were none and they were seeing the doctor tomorrow. The sample of the product was available to be returned since the husband still had the product. The patient classified skin tone as medium (neither light nor dark), does not have sensitive skin or any abnormal skin conditions. She used the heatwrap for 1 day (less than 4 hours), did not engage in exercise while using the product and did not taking any medications (including over-the-counter, herbal, nutritional or any applied to the skin) during the time the problem/symptom was experienced. The patient confirmed she read the usage instructions on thermacare before using the product. She did not consult a healthcare professional for the problems/symptoms. Burns have healed, but heat- burn marks are now permanently left on skin. Action taken in response to the events for thermacare heatwrap was permanently withdrawn in (B)(6) 2017. The patient was not hospitalized in response to the event. Clinical outcome of burn blister was recovered. The outcome of scab was unknown and scar was not recovered. Reporter stated there was a reasonable possibility that the event burn blister on the side of her back was related to the device. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). Consumer alleges the wrap caused a burn during use. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): this follow up report is being submitted to amend previously reported information: device lot number is r08729, event burn and blister recoded to burn blister. Follow-up ((B)(6) 2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up ((B)(6) 2017): new information from a contactable consumer includes: patient details, no hospitalization required, additional event: scar, events outcome, and event description. Company clinical evaluation comment based on the information provided, the events of " huge burn marks on her back/heat was on the skin to create water retention bubbles around" and "burn now had scabs" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "burn marks are now permanently left on skin" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified., comment: based on the information provided, the events of " huge burn marks on her back/heat was on the skin to create water retention bubbles around" and "burn now had scabs" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event "burn marks are now permanently left on skin" is non-serious. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified.